Manufacturer narrative:
Mfg site eval: samples received: (B)(4) open pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. Received (B)(4) open samples with the aluminum pack stuck to the paper foil. All samples received has the first pack sealed to second pack in the 4th sealing. This is the result of an accidental defect in the welding machine and this unit was not sorted out by the personnel involved in this process. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has opened a corrective action in order to avoid this type of incident in the future.

Event description:
Country of complaint: (B)(6). Inner packaging is sealed to outer packaging.